Manufacturer narrative:
The initial MDR 2247117-2019-00001 was filed on 10-jan-2019. Additional information (11-jan-2019): a siemens headquarter support center (hsc) specialist provided additional information about the manufacturing process for immulite 2000 xpi psa. The hsc specialist described the meaning of analytical sensitivity and stated that this assay parameter is measured during the manufacturing release process. Based on the precision profile of the assay, the % cv is estimated to be 8.8% at a psa concentration of 0.04 ng/ml. A patient panel with psa dose range from approximately 5 - 150 ng/ml as well as normal samples with psa dose recoveries around 0.5 ng/ml were tested and were within specifications. The performance of the adjustors also met the manufacturing release specifications. The cause of the discordant, falsely elevated prostate specific antigen (psa) results on the immulite 2000 xpi instrument is unknown. Siemens is investigating the issue.

Manufacturer narrative:
The initial MDR 2247117-2019-00001 was filed on 10-jan-2019. Supplemental MDR 2247117-2019-00001_s1 was filed on 01-feb-2019. Additional information (20-mar-2019): review of the adjustment/ calibration data from the customer demonstrated that the data were comparable to the internal release data. Box and whisker plots of quality control materials with multiple immulite 2000 xpi psa kit lots were acceptable. A review of internal data was performed that included analytical sensitivity testing during kit release, lot to lot comparison data using patient panels and tracked normal samples, precision profile data at the low end of the assay (0.04 ng/ml) and vial to vial testing of the low adjustor (dose recovery around 0.02 ng/ml). Analysis of the data demonstrated that the immulite 2000 xpi psa kit lot used by the customer (lot 419) met all acceptance criteria and is comparable with other immulite 2000 xpi psa lots. An additional lot to lot comparison study was performed by the customer with a different set of patient samples that ranged from 0.055 ng/ml to 82.8 ng/ml and was found to be within specifications. There are no additional reports of discordant, falsely elevated prostate specific antigen (psa) results from the customer. The cause of the discordant, falsely elevated prostate specific antigen (psa) results on the immulite 2000 xpi instrument is unknown. The device is performing according to specifications. No further evaluation of the device is required. The method, result and conclusion codes have been updated in section h6.

Manufacturer narrative:
A siemens customer care center (ccc) specialist provided the adjustment data from the instrument. Comparison data generated during troubleshooting with patient samples or patient pools using different psa lots has been provided for investigation. The cause of the discordant, falsely elevated prostate specific antigen (psa) results on the immulite 2000 xpi instrument is unknown. Siemens is investigating the issue.

Event description:
Discordant, falsely elevated prostate specific antigen (psa) results were obtained on an immulite 2000 xpi instrument. The initial results were reported to the physician(s) and were questioned. The samples were not expected to contain any psa. It is unknown if repeat testing was performed for these samples. There are no known reports of any impact to patient treatment or intervention due to the discordant, falsely elevated prostate specific antigen (psa) results. There are no known reports of a delay in administering treatment or medical intervention to the patients due to the discordant, falsely elevated prostate specific antigen (psa) results.